Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) printed circuit board (pcb). The customer service engineer (cse) upgraded the software to the current revision and performed extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within manufacturing specifications. (B)(4).

Event description:
A report received from the USA stated that an 840 ventilator experienced an erratic display. There is no patient involvement.